Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. Based on the technical report, it was evaluated to submit MDR.